Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the sensor was reading 118 mg/dl with double arrow down and 45 minutes later it was showing double arrow up and reading 235 mg/dl. She was not able to confirm her blood glucose level with the meter and when she got home she had no insulin and had high blood glucose over 400 mg/dl. She changed the site and treated with a bolus. The customer checked her blood glucose later and was almost 400 mg/dl before going to bed and then at work she was at 175 mg/dl. The customer stated she was unable to calibrate. She received calibration errors, sensor error and change sensor alerts. She declined troubleshooting. The customer was advised that calibration should be done when blood glucose is stable and that she should revert to back up plan when having 2 or more high blood glucose readings.